Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 63 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:beta-blocker therapy is associated with a lower incidence of syncope due to fast ventricular tachycardias among implantable cardioverter-defibrillator patients with left ventricular dysfunction: results from a multicenter study. Journal of interventional cardiac electrophysiology. 2018; 52(1):69-76.10.1007/s10840-018-0344-0. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). The aim of the study was to determine if betablockers could reduce the occurrence of syncope due to fast ventricular tachycardia. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patient deaths and patients that experienced inappropriate therapy. The author states the inappropriate therapy was due to atrial fibrillation/tachycardia, lead fracture, or t wave oversensing. The status of the leads and devices is unknown. No further patient complications have been reported as a result of this event.